Event description:
It was reported that during a da vinci partial nephrectomy procedure, tissue stuck to the pk dissecting forceps instrument. The instrument was removed, cleaned, lubed, and reinstalled. However, tissue ended up getting stuck to the instrument again. The instrument issue allegedly caused the patient to bleed. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site's (B)(6) and obtained additional information regarding the reported event. According to the (B)(6), every time the surgeon applied energy with the pk dissecting forceps instrument, tissue would get stuck to the instrument's jaws. After removing and cleaning the instrument, the surgical staff applied electrolube to the jaws of the instrument. After reinstalling the instrument and applying energy, tissue ended up getting stuck to the jaws of the instrument again. As a result of the alleged instrument issue, the robotics coordinator claimed that a hole was created on the renal artery. The surgeon was able to control bleeding from the artery by clamping down on the vessel with a prograsp forceps instrument. The surgeon repaired the vessel injury with sutures. The surgical staff replaced the pk dissecting forceps instrument with another pk dissecting forceps instrument and the surgical procedure was completed. No post-operative complications were reported.

Manufacturer narrative:
The instrument was returned to isi and evaluated. A visual inspection showed no damage to the instrument's grips, conductor wires, or cables. The instrument passed electrical continuity testing. The instrument was placed on an in-house system. The instrument's grips were able to be rotated in all the angles while gripping and there was no delay with the grips opening or closing. The instrument also passed a friction test. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related errors were found to have occurred during the surgical procedure. The system logs also show that the instrument was used for approximately 17 minutes during the surgical procedure. This complaint is being reported due to the following conclusion: the site claimed that tissue was sticking to the jaws of the pk dissecting forceps instrument, a vessel was injured, the patient sustained a blood loss of 1200 ml, and the vessel was repaired with sutures. However, based on the evaluation of the instrument, there is no indication that a malfunction of the device occurred.